Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they had a speaker malfunction; the speaker was not producing sound. The device was in clinical use at the time the issue was discovered. There was no adverse event of patient harm reported.